Event description:
Hamilton medical ag received the following event description: "soon after unpackaging the breathing circuit and attaching it to the hamilton-mr1 ventilator and patient, I identified a leak in the outer tubing of the breathing circuit caused by a small (approx 1x2mm) irregular shaped hole, likely due to puncture with a sharp object. The problem was identified early and a new circuit was attached." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4). Investigation outcome: a leak was identified shortly after setup of a new breathing circuit on a hamilton-mr1 ventilator, caused by a small (~1×2 mm) irregular hole in the outer tubing, consistent with puncture damage from a sharp object; the issue was detected early during clinical use and the circuit was promptly replaced, resulting in no harm to the patient. The breathing circuit is not available for investigation. Based on the available information, the most probable cause is physical damage occurring prior to or during unpackaging/handling rather than a design or functional defect. A new patient breathing circuit was fitted and tested successfully, restoring normal operation. This case is considered as closed.